Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s device upgrade procedure the chronic right atrial (ra) lead had an insulation abrasion. The ra lead was repaired and remains in use. No patient complications have been reported as a result of this event.